Event description:
It was reported that the patient underwent a right ventricular assist device (rvad) implant on (B)(6) 2025. The patient had right heart failure before implant and device related issue did not cause or contribute to the right heart failure. 2 attempts were made to wean the patient off the rvad which failed due to the persistent right heart failure. The patient also had persistent atrial arrhythmias. The patient was reported to be hemodynamically stable and was making good progress.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists cardiac arrhythmia and right heart failure as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.